Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for implant, the lead exhibited high capture thresholds. The lead was not used and was replaced successfully. The patient was stable.